Event description:
It was reported that the lead was capped and replaced due to no sensing . Sensing levels were unacceptable and the physician elected to cap and replace the lead. Patient was doing very well post procedure.

Manufacturer narrative:
(B)(4).